Event description:
The following was reported to hamilton medical ag: per biomed, hospital staff says that during ventilation a staff member happen to look over at the vent and said the screen had gone blank, ventilation continued but nothing on the display, patient was removed from the vent and placed on another vent. Staff says there were no alarms. Last pm was done in (B)(6) of 2022, biomed cannot duplicate the issue.

Manufacturer narrative:
Hamitlon medical ags conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag:per biomed, hospital staff says that during ventilation a staff member happen to look over at the vent and said the screen had gone blank, ventilation continued but nothing on the display, patient was removed from the vent and placed on another vent. Staff says there were no alarms. Last pm was done in (B)(6) 2022 biomed cannot duplicate the issue.

Manufacturer narrative:
Hamitlon medical ags conclusion: investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. The user reported that during ventilation, the ventilator entered safety ventilation mode and the screen went blank. No alarms occurred as per user. Ventilation continued. The patient was moved to another device. Nevertheless, the event did not cause or contribute to a death or serious injury to a patient. Based on the logfiles the ventilator switched to safety mode after suctioning maneuver. It could not be confirmed if the software was updated to the sw 2.0.11. If the same technical faults are triggered, the ventilator will enter safety ventilation mode. In this state, ventilation is maintained, and the patient can be transferred to another ventilator in a controlled and safe manner. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.